Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the lens was cracked and lens was removed ans replaced with another lens. Additional information was requested and received patient details.